Event description:
It was reported that using a femoral artery access approach during a chronic totally occluded, heavily calcified, unspecified coronary vessel the trek balloon dilatation catheter was being advanced and some force was used when the proximal shaft was noted to have separated. The device was removed from the anatomy without reported issue and a second unspecified bdc was used in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for shaft separation or improper method reported from this lot. It should be noted that the instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.